Event description:
It was reported that during the right ventricular lead implant, the physician attempted multiple places in the ventricle and observed no capture and varying impedance. Even with high outputs, the lead was unable to successfully pace the ventricle. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the right ventricular lead implant, the physician attempted multiple places in the ventricle and observed no capture and varying impedance. Even with high outputs, the lead was unable to successfully pace the ventricle. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. (B)(4).